Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced phrenic stimulation during the capture management testing. The following day, at the post-implant testing, the capture threshold was unable to be obtained for the right ventricular (rv) lead. Strips could not determine whether or not capturing was occurring. It was later discovered that the lead had dislodged and migrated. The lead will be repositioned to a more secure location in the ventricle. Currently, the lead remains in use. No patient complications have been reported as a result of this event.